Manufacturer narrative:
A getinge field service engineer (fse) was dispatched discussed with the customer the false blood detected event that occurred on (B)(6) 2017. The customer stated that the iabp alarmed with blood detected, however, no blood was present. The iabp was cycled off and back on and therapy continued until (B)(6) 2017 without a problem. The software field safety corrective action (fsca) had not been completed prior to the time of the event. The fse performed the fsca on her visit to the facility on (B)(6) 2017. The fse reported that she performed the software retrofit fsca per service bulletin (B)(4) rev c. The fse installed new datasettes per instructions and provided the updated operating instructions for the customer. The iabp passed all calibration, functional, and safety tests performed and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that during use on a patient that was awaiting surgery, the cs300 intra-aortic balloon pump (iabp) displayed "'blood detected" and was in standby. The customer was unable to restart the iabp due to this alarm, and called the perfusionist to check the iabp with the intention to exchange it. The dressing was taken down and the perfusionist turned the iabp on and off, and both things seemed to work and the iabp has been working well since. The iabp was left on the patient until open heart surgery and the doctor stated that all was well and unless a delay for surgery ,he would pull the iabp early. The medical intensive care unit nurse, perfusion staff, and perfusion director was consulted and it was determined there was no blood present that would have caused this alarm. The customer checked for any recalls and found that there was a recall this year for this same alarm, and that a getinge representative came in earlier this year to fix the recall issue on this iabp. However, the perfusion director stated that sometimes condensation can cause this alarm.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that during use on a patient that was awaiting surgery, the cs300 intra-aortic balloon pump (iabp) displayed "'blood detected" and was in standby. The customer was unable to restart the iabp due to this alarm, and called the perfusionist to check the iabp with the intention to exchange it. The dressing was taken down and the perfusionist turned the iabp on and off, and both things seemed to work and the iabp has been working well since. The iabp was left on the patient until open heart surgery and the doctor stated that all was well and unless a delay for surgery ,he would pull the iabp early. The medical intensive care unit nurse, perfusion staff, and perfusion director was consulted and it was determined there was no blood present that would have caused this alarm. The customer checked for any recalls and found that there was a recall this year for this same alarm, and that a getinge representative came in earlier this year to fix the recall issue on this iabp. However, the perfusion director stated that sometimes condensation can cause this alarm.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) cannot be reviewed per company standard operating procedure since the serial number for the iabp was not provided. Additional information has been requested, however, at this time no further details have been provided. If any additional information is provided a supplemental report will be submitted.

Event description:
The customer reported that during use on a patient that was awaiting surgery, the cs300 intra-aortic balloon pump (iabp) displayed "'blood detected" and was in standby. The customer was unable to restart the iabp due to this alarm, and called the perfusionist to check the iabp with the intention to exchange it. The dressing was taken down and the perfusionist turned the iabp on and off, and both things seemed to work and the iabp has been working well since. The iabp was left on the patient until open heart surgery and the doctor stated that all was well and unless a delay for surgery ,he would pull the iabp early. The medical intensive care unit nurse, perfusion staff, and perfusion director was consulted and it was determined there was no blood present that would have caused this alarm. The customer checked for any recalls and found that there was a recall this year for this same alarm, and that a getinge representative came in earlier this year to fix the recall issue on this iabp. However, the perfusion director stated that sometimes condensation can cause this alarm. Please refer to medwatch report# 2300170000-2017-8048 filed by the customer.